Event description:
Reporter indicated a vns (B)(4) computer screen was difficult to see as it was dark and the brightness was unable to be adjusted despite troubleshooting over the telephone with the manufacturer. Attempts for additional information and return of the computer have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.